Event description:
Ous MDR - it was reported that artifacts were seen about 44 months after the implantation that could not be reproduced with provocation tests during the follow-up exam. Sensing, impedances, and pacing threshold were in the normal range. The patient's cardiologist scheduled a lead revision where the lead could not be removed. The surgeon did not see any insulation defects. This device was returned for analysis.

Manufacturer narrative:
The returned ICD first underwent a status interrogation. The device status was mol1, 20 charge processes had been registered. The connection system of the defibrillator was examined mechanically. The screws of the shock and pace outputs were ok. Leads inserted in a trial could be contacted with easy passage, low ohm values, and reliably. The drill hole dimensions were all within the dimensions defined by the is-1 and df-1 standard. The memory content of the ICD was checked. The available iegms showed interference signals in the ventricular channel, which led to a charge process. The signal sensing of the ICD was then tested, which proved to be free of noise. The ICD sensed supplied signals free of interference. In another step, the ICD's capability to provide therapy was tested. The anti-bradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specification with a defibrillation shock. The specified energy level was reached. The charge time proved to be unremarkable. In summary, the device is fully functional and within specifications both regarding the connection system and the electronics. There were no indications of a device malfunction.